Event description:
An endurant ii aui stent graft was implanted for the endovascular treatment of a 100mm rupturing abdominal aortic aneurysm . It was reported during the index procedure, first stage deployment was successful, the physician experienced difficulty deploying the supra renal fixation, the back end wheel was moving but deployment not successful on imaging, bail-out technique of back end wheel disassembly was employed, partial deployment of left side of supra renal fixation noted. The physician was unableto advance the t-tube any further, supra renal stent not fully deployed, further bailout techniques such as ballooning were tried to no success, unable to remove delivery system. The patient was converted to open procedure, the delivery system had to be severed using wire cutters in order to remove the tapered tip proximally. The endurant graft was removed and replaced with a non-mdt open repair graft. As per the physician the cause of the event could not be determined.  No additional clinical sequalae was provided and the patient is currently will be monitored. It was reported the patient is intubated and ventilated in ICU and is unstable with an open abdomen packed with swabs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported deployment difficulty of the suprarenal stents and difficulty to remove the delivery system could not be confirmed on the films provided; therefore, the cause of the event could not be determined. Procedural images or videos showing deployment attempt and removal of the delivery system were not provided for a thorough analysis of the reported event. It is possible that the patient¿s angulated neck or a procedure related issue may have contributed to the reported events. B5; additional information recieved; it was reported that the patient has stabilized and is doing well at the moment. The patient is still in hospital but recovering. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system and deployed graft were returned for evaluation. The handle had been disassembled during bail-out technique. Slight damage was observed to the screw gear threads. Severe kinks and a bend were visible to the graft cover. Examination of the delivery system confirmed all component sizes were correct and there was no issue with component design. All bonds were correctly positioned and intact. The spindle was correctly positioned on the system. The exact cause of the deployment difficulties could not be confirmed through analysis. Product analysis: explant graft(s) decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. The graft returned with the delivery system. There was no deformation visible to the graft. Analysis confirmed the reported deployment difficulties were confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.